Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter displayed an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue occurred around 4 months prior to the alert date of (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that right before the alleged product issue occurred they developed a ¿suspected hypo¿ ¿no specific symptoms were mentioned with regards to this however. After being unable to test their blood glucose on the subject meter at this point, the patient self-treated by consuming a glass of juice to ¿err on the side of caution¿. The patient was able to measure their blood glucose on another device ¿a few minutes¿ after self-treatment, but could not recall the result which was obtained on this device. At the time of troubleshooting the csr was unable to walk the patient through a retest as they did not have testing supplies. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.